Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 500. The customer was admitted to the hospital (B)(6) 2015. The customer was experiencing symptoms of vomiting and dehydration. The cause of 911 call as per health care provider is diabetic ketoacidosis. The customer was treated with insulin drip. The customer was wearing his pump at time of 911 call. The customer was offered to troubleshoot but declined because she believes it's functioning properly.